Manufacturer narrative:
H6: investigation summary: customer returned (4) open bd alcohol swabs rom lot # 0289447. Customer states that there is something on the alcohol swabs that looks like a bandaide. All returned swab pads were examined and all exhibited splicing tape on the swab pad. A review of the device history record was completed for batch #0289447. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause for this defect cannot be determined. H3 other text : see h10.

Event description:
It was reported that foreign matter, possibly a bandaid was discovered on bd isopropyl alcohol swabs. The following information was provided by the initial reporter: it was reported that there is something on the alcohol swabs that looks like a bandaid.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter, possibly a (B)(4) was discovered on bd isopropyl alcohol swabs. The following information was provided by the initial reporter: it was reported that there is something on the alcohol swabs that looks like a (B)(4).